Event description:
It was reported that during preparation of the xience xpedition stent delivery system (sds), although there was no resistance felt at any time, when the stylet and protective sheath were removed the stent implant became dislodged. Thus, the sds was not used for the procedure. Air/negative pressure had not been pulled before the protective sheath/mandrel removal. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for dislodged/dislocated stent from this lot. Based on the reviewed information, no product deficiency was identified.